Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bardport MRI implantable port was received for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. A fracture was noted to the port stem as a complete circumferential break was noted. The edges of the complete circumferential break on the port stem were noted to be jagged. The surface was noted to be granular throughout. Upon infusion, the port was patent to both infusion and aspiration. No leaks were observed during tests. Therefore, the investigation is inconclusive for reported limited information issue and confirmed for the identified fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the unknown port. During the procedure the device allegedly malfunctioned. There was no reported patient injury.